Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the delivery of one onyx trucor coronary drug eluting stent to a lesion, stent dislodgement occurred. The dislodged stent was subsequently removed from the patient. Stent deformation was also reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there was no stent deformation, only that the stent was not in the middle of the balloon. There were no difficulties noted when removing the device from the hoop. There were no difficulties removing the protective sheath. Product analysis: the device was returned for analysis. Kinks were evident to the hypo-tube. The stent had displaced distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. The distal stent wraps were positioned over the distal marker band. The stent was not positioned against the proximal pillow as per specification. Crimp impressions were visible on the exposed balloon surface. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: three still images were provided for review. One image shows an onyx trucor pouch where size and lot match what was reported. The hypo-tube of a device can be seen coming out of the opened pouch. Two images of the distal end of a stent device were provided for review. The stent appears to have been displaced distally over the distal marker band. Additional information: it was later clarified that the stent did not come out of the packaging correctly positioned on the stent balloon. The device was not inserted into a coronary artery, and was not used in the patient. There was no damage noted to the packaging. Lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.